Event description:
Thrombophlebitis in left leg [thrombophlebitis]. Case description: a spontaneous report was received on 03/24/2009 from a healthcare provider (hcp) regarding a (B)(6) male pt with a history of osteoarthritis of the knee, initials (B)(6), who experienced thrombophlebitis in his left leg after starting synvisc. The pt had a history of three previous series of injections in both knees with synvisc ((B)(6) 2006 and (B)(6) 2007). The pt received the current series of three injections into both knees starting on (B)(6) 2007. After all three injections, on an unspecified date in (B)(6) 2007, the pt developed thrombophlebitis in his left leg. Treatment for the event was coumadin therapy for one year. The hcp recommended the pt not receive treatment with synvisc in the future due to the event. In the opinion of the reporter, the relationship of the event of thrombophlebitis was unlikely related to synvisc. At the time of this report, the outcome of the pt was unk. Lot number w0707, with expiration date (08/2010) was reviewed. Investigation of the lot showed that the product met specs. No associated nonconformances were noted. Add'l info was received on 09/21/2009 from the hcp. She confirmed that the pt had severe osteoarthritis for an unspecified duration. There was no history of prior effusion. The pt had previous treatment with nsaids and steroids and a history of joint narrowing and osteophytes. It was confirmed that he received injections of synvisc in the left knee on (B)(6) 2007 with no effusion collected prior to injections, and no exudate collected after the last injection. Concomitant medications included ibuprofen. The event of thrombophlebitis of the left leg began on approx (B)(6) 2008 with an offset date of approx (B)(6) 2009. Treatment for the event included warm compresses, nsaids and coumadin. The hcp characterized the event as moderate in intensity and probably related to synvisc, which contradicted her earlier comment that the event was unlikely related to synvisc. At the time of this report, the pt had recovered from the event.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot# w0707, with expiration date (08/2010) was reviewed. The investigation showed that the product met specs. No associated nonconformances were noted.